Event description:
Medline orthopedic set up pack pulled for set up of case. There was a straight cut-like defect in one of the items inside of the pack, which was present at the time of shipping the outer wrap intact. Due to the defect in the item, the product was deemed unusable due to prevent potential for contamination.